Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. No cracks on the screen were noted.

Event description:
It was reported that the insulin pump had cracks on the screen, near the left- and right-hand corner of the display. The blood glucose reading was 98 mg/dl. The customer did not know how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.